Event description:
Promus premier china registry it was reported that the patient died. In december 2018. The subject was referred for cardiac catheterization. The target lesion was located in proximal left anterior descending artery (lad) extending up to middle lad with 80 % stenosis and was 60 mm long, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 3.00 mm x 28 mm promus premier stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Two days after, the subject was discharged on aspirin and clopidogrel. In may 2022, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin. There was no action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B2: date of death: used 1st day of the month since date was not specified. B3: date of event: used 1st day of the month since date was not specified. E1: initial reporter phone: (B)(6).